Event description:
It was reported that there was a broken gamma nail 6 months after implantation. The patient was revised to a recon nail.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that there was a broken gamma nail 6 months after implantation. The patient was revised to a recon nail.

Manufacturer narrative:
Please note the correction to h6 method code. The reported event could be confirmed based on the x-ray received. A device inspection was not possible since the affected device was not returned. A post-operative x-ray was received, confirming a trochanteric femoral fracture and the breakage of the nail in two parts at the level of the proximal hole 6 months after implantation. However, it was not possible to make any statement on the root cause of the fracture. The x-ray did not give any indication of poor bone quality or of medical error. Based on investigation, the root cause of the breakage could not be identified. More information of the patient and of the events leading to the fracture as well as the device are needed in order to be able to make precise statements on the causes of the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.